Event description:
During surgical procedure, physician was using medline 90 degree arthroscopic electrode, insulated 8.5 inches lot# 11ao137 and 90 degree tip broke off, x-ray taken and unable to locate inside the patient. Fluoro also completed on suction and tip was not detected.